Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. B09706) for female sterilisation. The patient had a medical history of pelvic pain, bleeding menstrual heavy and ovarian cyst in 2017, birth control pill and hepatic disease in 2013 and vaginal delivery. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3438 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical information: menorrhagia with regular cycle. Specimen: uterus and cervix,bilateral fallopian tubes. Gross description: the fallopian tubes are pink red and fimbriated.each measures 6.0 cm in length by 0.2 cm in diameter.the left fallopian tube displays an intact tan smooth paratubal cyst, measuring 2.0 x1.0x1.0 cm.it contains tan watery fluid. [Ultrasound scan] on (B)(6) 2017: simple cysts seen. [Ultrasound scan vagina] on (B)(6) 2017: showed the right coil is suboptimally visualized & left coil seen. The most recent follow-up information incorporated above includes data received on: 18-sep-2023: reporter information, patient information, medical history, lab data, lot no, drug stop date, event onset date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. In (B)(6), 2022 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. B09706) for female sterilisation. The patient had a medical history of pelvic pain and ovarian cyst in 2017, pregnancy (past pregnancy, resolution date: 2010; ga weeks: 40: length of labor: 12 hours: birth weight: 4.7 kg; sex: female type of delivery: vaginal delivery; anesthesia: epi: place of delivery: holy cross,) in 2010, pregnancy (resolution date: 2002; ga weeks: 40; length of labor: 12 hours: birth weight:3.4 kg, sex: male; type of delivery: vaginal delivery; anesthesia: epi; place of delivery: providence) in 2002, birth control pill from 1996 to 2008 and bleeding menstrual heavy (last menstrual period: (B)(6) 2013; cycle length (clays): 14 days: flow (days): 14 days; flow, amount: heavy) and hepatic disease. The patient had a family history of thyroid disorder, hypertension, diabetes, systemic lupus erythematosus, osteoporosis and heart disease, unspecified. As concurrent condition the report mentioned food allergy (avocado, peach, carrots, cellery, penut, cat fish, crab, pork, beef, bananas, grapes). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3438 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: nickel sulfate carba mix formaldehyde gold sodium thiosulfate. [Blood cholesterol] on (B)(6) 2017: 97. [Haemoglobin] on (B)(6) 2017: 12.6. [Pathology test] on (B)(6) 2022: clinical information: menorrhagia with regular cycle. Specimen: uterus and cervix,bilateral fallopian tubes gross description: the fallopian tubes are pink red and fimbriated.each measures 6.0 cm in length by 0.2 cm in diameter.the left fallopian tube displays an intact tan smooth paratubal cyst,measuring 2.0 x1.0x1.0 cm.it contains tan watery fluid. [Ultrasound scan] on 18-(B)(6) dec-2017: left ovarian simple cyst states to have history of ovarian cyst. Explained to patient this cyst sometimes may cause pain. Advised to start on bc, to prevent growth [ultrasound scan vagina] on (B)(6) 2017: transvaginal/ tansabdominal ultrasound showed the right coil is suboptimally visualized & left coil is seen. Anteverted uterus normal endometrlal stripe no definite uterine abnormality appreciated there are left ovarian simple cysts seen (4.10 cm) multiple nabothian cysts seen no definite right adnexal abnormality appreciated. Lot number: 2023-020188/2 manufacture date: 2013-03 expiration date: 2016-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. In (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.